Event description:
It was reported that the patient was not getting adequate stimulation since implant. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.